Event description:
It was reported that the patient presented with the pump of his inflatable penile prosthesis (ipp) device no longer working. During revision surgery, all of the ipp components were explanted. After explanting the components, it was found that there was a hole in the cylinder. A new ipp device was implanted. There were no patient complications.